Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after she primed, bolused, or when she corrected her blood glucose level. While troubleshooting, there was a greater than normal resistance when she attempted to push using the plunger. The alarm was caused by an infusion set and reservoir connection. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.